Event description:
It was reported that the patient with this implantable device heard beep tones. Technical services (ts) referred the patient to their health care professional, and it was determined that a single high, out-of-range shock impedance measurement caused the beeping tones. The physician reprogrammed the shock alert limit to resolve the event and no adverse patient effects were reported. At this time, the device remains implanted and in-service.